Event description:
Caller states that their tracheostomy tube is leaking and needs to be replaced. Caller states that the pt deflates the cuff during the day and suctions himself first thing. Then he inflates the cuff at night to be hooked up to an assist device. Caller states that pt has only had the device in for 3 days.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.